Event description:
It is reported that the device was implanted in late 2008. While the surgeon was preparing the humerus adequately reaming to a depth relative to a 12mm tm reverse stem. Reaming was done line to line. The 12mm trial was put in and spun freely in the canal to the extent that fixation was inadequate to do a trial reduction. The 12mm implant listed above was implanted. Fixation was questionable. When positioning the retractors to do a final poly trial, a retractor got caught on the collar of the stem, and the implant lifted out of the humerus with ease.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The normal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality, and the amount of bone removed, the remaining bone may allow the implant to seat with less than normal impact forces in some cases. However, the exact cause can not be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.